Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter city, state: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows one band was slightly moved from its position.